Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose at time of admission was 22 mg/dl. The customer was admitted to the hospital. Customer has a mini stroke and doesn't know the cause of the low blood glucose. Customer declined to troubleshoot for low blood glucose.